Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was in backup mode. Abbott technical support confirmed the device entered backup mode due to event queue overflow and assisted in reprogramming the device to resolve the event. The patient experienced no adverse consequences.